Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported tampon stuck inside her and had to manually remove it. Consumer found the string on the opposite side of the tampon upon removal.